Event description:
Major pain [pain]. Major swelling [swelling]. Major stiffness [musculoskeletal stiffness]. Too much fluid for the joint [joint swelling]. Case description: spontaneous report received on 12/17/2009 from a female pt with a history of previous synvisc injections on unspecified dates, initials d-h, who experienced major pain (nos), major swelling (nos), and major stiffness (nos), after receiving synvisc-one. The pt received a synvisc-one injection in an unspecified location on an unspecified date. The pt reported that with synvisc-one, she had major pain, swelling and stiffness that needed cortisone (unspecified) to calm down. Her physician said that there was too much fluid for the joint and that he was seeing that reaction frequently. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.